Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found the wash wheel dirty. The fse cleaned the wash wheel and inspected the bearings. Then the fse performed incubator belt exerciser to verify functionality. No issues were noted. The fse replaced aspirate probes and tubing and ran a 50 replicate for high sensitivity (B)(4). Testing had passing results. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regard to erroneously elevated accutni (troponin) results generated on the access 2 immunoassay system. The pt sample was retested and the result was within the normal reference range. The initial erroneously elevated result was not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.